Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Reported complaints of "no flow" show a stable trend year over year (B)(4). Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of no flow was confirmed. Visual examination of the device showed no signs of blockage that could have caused the reported condition. Flow was not readily observed at the distal luer despite several attempts of forced prime. The unit was disassembled and the restrictor housing assembly was removed from the tubing; flow was readily observed from the tubing. The restrictor housing assembly was dissected; all components were present, but the smaller o-ring was seated vertically as opposed to horizontally. The root cause was determined to be misassembly. As a result of this incident, the complaint sample was used to bring awareness to all applicable manufacturing operators on (B)(6) 2011. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded.

Event description:
Baxter (B)(4) received a report that an infusor had delivery stop during patient use. Flow was observed during priming of the device, but flow stopped during infusion. The baxter sales representative attempted to force priming with three-way cock and syringe, but there was still no flow. The device was filled with a solution of 5-fluorouracil and saline. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The sample is available. No additional information is available.